Event description:
It was reported that the patient presented to the emergency room with symptoms of weakness and lightheadedness. An interrogation indicated that the right ventricular (rv) lead had a high number of short interval counts (sic) and false ventricular tachycardia (vt) episodes with noisy electrograms. The lead impedance was high and unstable. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).